Event description:
It was reported the customer had a motor error alarm on their insulin pump. Customer stated the motor error alarm had occurred in the past, but the customer continued to use the insulin pump. The customer also reported their vibrate function had stopped working now. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.